Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 2 previously reported events are included in this follow-up record. Product return status: 1 device was received. 1 device was not available for evaluation. Additional information: 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were not labeled for single-use. 2 devices were reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.